Event description:
A malfunction alarm was reported by the caller regarding the pump, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the same malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction codes reappeared.